Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of reinfection from an infection, peritonitis, and weak in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced a reinfection from an infection. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was reinfection from an infection. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was still weak and continued to take antibiotics. The patient was recovering from this episode of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12h10115 and h12h18068. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.